Manufacturer narrative:
(B)(4).

Event description:
It was reported that every once in a while the wrong implantable neurostimulator would be interrogated when attempting to do an impedance check. It was later reported that the manufacturer representative had seen the settings change on the contralateral side during an impedance check.